Event description:
It was reported that following a refill on (B)(6) 2011 pt felt a "huge headache" and burning sensation up her spine and down her leg, most apparent was in her tailbone; she was instructed to be in bed. When she got up to use the restroom, pt felt her "legs had seizures" and it resulted in her falling over and breaking her wrist. Pt was still working with her doctor to resolve her issue; her current status was unk. Additional info has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient was overdosed and she fell and broke facial bones and her nose. It was also reported that her heart stopped.

Event description:
It was later reported that the patient's event spontaneously resolved within 3 hours; the cause of the event remains unknown. The medication administered via the pump was morphine 20 mg/ml concentration at a daily dose of 2.5 mg/day.

Event description:
Additional information stated the patient believed ¿her hcp does not know what he is doing¿ and had injured the patient on multiple occasions due to improper medication levels. It was stated the patient had suffered a skull fracture and broken nose due to a loss of body control. It was also stated the patient still felt the burning sensation in her spine.

Manufacturer narrative:
(B)(4).